Event description:
It was reported that the customer had a low blood glucose level but not hospitalized. The customer's blood glucose was 39 mg/dl. The customer stated the insulin pump was programmed to match old insulin pump went to use it today and it is not working like the old one. The customer stated that he went back to old insulin pump and got it work. The customer was assisted with clearing a check settings, checked the basal and the easy bolus settings. No further asst required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.